Event description:
During follow-up, high pacing impedance and loss of capture were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and lead dislodgement due to twiddler's syndrome was confirmed. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.